Manufacturer narrative:
A device history record (DHR) review shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. The sample appeared to be in good condition. Functional testing found the sample cannot pass the 12 hour inflation test - cuff was deflating during inflation. Source of leak was found to be tear in cuff. The root cause of the reported issue was found to be that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge.

Event description:
It was reported that about two (2) weeks after the customer inserted the product in the patient, leakage of air from it was observed. No patient injury reported.